Event description:
Patient was intubated and the et tube was secured with the dale stabilock device. Et tube holder removed 5 days later to reposition tube. Decubitis was noted on patient's upper lip at this time.